Event description:
Hamilton company was informed on 4/29/98 of an event that occurred on 4/28/98 in which a microlab at instrument reportedly did not aspirate correct quantity of sample and did not generate an error message. No death or injury resulted from this event.